Event description:
The event is reported as: the user could not bring the oxygen flow to more than 10 l/min when the adaptor was set. No patient injury reported.

Manufacturer narrative:
The results of the device investigation are not available at the time of this report.